Event description:
During the reported implant attempt, difficulties were obtained while operating the fixation mechanism of the device. The physician indicated that the recommended verification of the fixation function was not done prior to the implant attempt.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated oct. 29, 2009), sorin is filing this MDR at this time. (B) (4). Conclusions: as received, the screw mechanism is blocked within the electrode housing, which does not confirm to specifications. However, blood residue was found inside the electrode housing, which likely contributed to the blockage. Once the blood residue was removed, normal function of the screw mechanism returned. It is noted in the user report that the screw mechanism function was not tested prior to the implantation attempt, and the screw function tested normally at final inspection prior to packaging. No further conclusion can be drawn about the cause of the failure of the screw to extend at implant because, the device functioned normally after the blood residue was removed, and no manufacturing defect was identified.